Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding treated? Was any transfusion necessary? How much blood did the patient lost? Confirm the qty in cc. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Additional h11: if other, please describe robotic laparoscopic cholecystectomy, was the surgery delayed due to the reported incident? Yes, if yes, how many minutes: 5, measures taken when the incident occurred? Bleeding treatment, was the surgery successfully completed? Yes, was debris generated? No, if yes, was it easily removed without additional intervention? No, patient status/result/consequence no, patient outcome description/did the patient have clinical outcomes (infection, inflammation, etc.)? N/a, were there other medical interventions (e.g., need for x-ray, additional surgery, prescription, otc, revision): no, did the patient participate in clinical research unknown, (B)(4), device attributes none, device holder none.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that doctor (general surgery) performed robotic cholecystectomy on (B)(6) 2026. Mcp496 suture broke at skin closure. Bleeding addressed intraoperatively and new suture was used to complete procedure. Procedure was delayed by 5 minutes. No patient consequences was reported. One device is returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Investigation summary- the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code mcp496g. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.